Event description:
It was reported that leakage was observed from the saline bag connection port during priming. During preparation, a metriq tubing set was selected for use for a pvi procedure, to treat atrial fibrillation. Upon connection for gravity based priming, a leakage was observed from the saline bag connection port. No noticeable damages were noted upon visual inspection. It was not attached to the pump. No error messages were displayed. The procedure was completed successfully by replacing of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation summary: the device was discarded; therefore, a technical analysis could not be performed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of fluid leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.